Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the specific circumstances of the occurrence could not be determined on the potential cause of the worn-out tissue pad. However, it could be determined that the grasping section was closed without grasping anything while the output was activated (this includes after tissue resection), causing the tissue pad to wear out. Continuing to apply output in the state described in point 1 caused some kind of load on the probe, resulting in the occurrence of the probe damage error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the tissue pad had been worn out on the sonicbeat device. There was no patient involvement.